Event description:
It was reported that the right ventricular lead experienced wide fluctuations in its pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead experienced wide fluctuations in its pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was oversensing and as a result, the lead has been removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed varying resistance/impedance and oversensing. Weekly pace lead impedance trend data for maximum rv pace shows an abrupt increase from 400 to 704 ohms in the week of (B)(6) 2009, then continues to vary in the range of maximum rv pace from 384 to 1088 ohms between (B)(6) 2009 and (B)(6) 2010. There were 2 ventricular non-sustained tachycardia episodes <=190 ms on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "varying resistance/impedance". Weekly pace lead impedance trend data for maximum rv pace shows an abrupt increase from 400 to 704 ohms in the week of (B)(4)-2009, then continues to vary in the range of maximum rv pace from 384 to 1088 ohms between (B)(4)-2009 and (B)(4)-2010.